Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their first patient programmer (pp) allowed them to increase up to "9", but they are unable to increase with their replacement pp. Patient also said none of their programs allow them to increase because they keep seeing the sync screen; none of the programs work but also said "they were working sometimes". The patient also said they are not feeling any stimulation from the ins and confirmed noticing this issue when they went on their cruise. During the call, the patient had access to their pp so they synched to their ins which showed stimulation was off; they were at 2.9v. When asked, they didn't know how stimulation turned off, but it was then turned on. It was reviewed that therapy needs to be on for it to be effective; the patient confirmed feeling stimulation and was able to increase. The patient also provided feedback regarding the length of the pp antenna; it should be longer. Patient added that they need to twist their body in front of a mirror to use the antenna. No further patient complications have been reported as a result of this event.